Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported cardiac arrest occurred. It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation (af) a farawave pulse field ablation catheter was selected for use. This was an af second procedure, and left pulmonary vein lpv and posterior wall isolation pwi were performed. During the first session, with a non-boston scientific catheter (pvi + roof line) was used without complications. Cardiac arrest was confirmed approximately 2-3 hours after returning to the ward. ECMO (extracorporeal membrane oxygenation) was initiated. There was not another catheter inserted into the heart when the patient injury occurred. Diagnostic/blood work was performed but results are unavailable. An angiography was performed; no spasms were observed. There was no resistance felt when the device was operated or removed. The patient hospitalization was extended due to the complications. The patient has been discharged.